Manufacturer narrative:
No kinks were observed on the exposed portion of the soft cannula during investigation. The downloaded data returned an 0x18 alarm, indicating that the reservoir was empty. It was confirmed that the reservoir was empty of insulin upon inspection of the device. Fluid path test was conducted, and fluid was able to exit the distal tip of the soft cannula with no issues. Data downloaded from the device shows no timeouts or drive stalls during operation.

Manufacturer narrative:
The device has not been returned/ received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 500 mg/dl while wearing the pod between 4 and 24 hours. The patient reported cannula being bent/ kinked, while wearing it on the arm. For treatment, the patient changed out the pod and gave correction bolus. The ketones were moderate.